Event description:
It was reported that, "scrub tech was using new screwdriver for inserting closed head iliac screw, while loading screw he attempted to thread the outer sleeve into the screw. At that time the threads of the outer shaft began separating from the screwdriver."

Manufacturer narrative:
Additional info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following an engineering eval.